Event description:
It was reported that during a radio frequency ablation procedure, while ablating in the left sided pulmonary vein, the patient's blood pressure was noted to decrease. The physician stopped the procedure and the blood pressure normalized. Pacemaker settings were reprogrammed several times (including labeled recommended settings) and the blood pressure continued to drop during active ablation. Pauses were observed and pacemaker syndrome and inhibition were suspected. The ablation was attempted in the right atrium for reference and no blood pressure decreases were noted. The physician elected to continue the procedure with an irrigated catheter. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)